Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system's illumination lamp was flickering. An alternate system was used to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed that both lamps were working and within company life hours of use. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).